Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via newspaper article being injected in the lips with an unspecified dermal filler. Weeks later, patient lips had already reduced in size with no shape and noticed little lumps on the inside and outside. Approximately two years later, patient had an unspecified filler. Patient developed the same lumps but it is much bigger (granular) and sore (pain) to touch. Patient was referred to a treating physician. Physician recommended the patient to dissolve the lump and any filler in the lips. Patient refused and choose to disguise the lump instead. One day last year, patient suffered a severe reactions with both eyes and lips swelling up. Patient went to the hospital and was diagnosed with angioedema. Treating physician successfully dissolved all the filler. Event resolved.